Event description:
The physician reported capsular contracture, baker grade IV and seroma-late diagnosed by MRI and ultrasound. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported capsular contracture baker grade IV.

Event description:
The device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified red encapsulation, fold creases and red particles material on the shell.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma - late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ruptured device and seroma-late. (B)(6).

Event description:
Physician reported left side ruptured device and seroma-late. The device remains implanted.